Manufacturer narrative:
Update to block d4 based on clarification from rep that only one lead was explanted. H6 patient code 3191 is used to indicate surgery. With all the available information, boston scientific corporation concludes that the event of loss of stimulation and high impedances was confirmed by device analysis. Visual (microscope) and x-ray inspection of the lead revealed that this lead was bent/kinked 2 cm from the set screw mark of the clik x anchor and all the cables were completely broken at this location. There are no exposed cables at the fracture location. Laboratory analysis determined that the lead became bent/kinked after exiting the clik x anchor, exposing the bent location to excessive mechanical force or movement that caused the cables to fracture at the anchor point. The complaint of loss of stimulation and high impedances was confirmed through device analysis. The probable cause has been traced to component failure.

Event description:
It was reported that the patient experienced loss of stimulation. The patient underwent a revision procedure where the broken lead was replaced. The patient was doing well post operatively. Additional information was received that the lead was not visibly broken, but the lead had 16 high impedances. It was also noted that there was a strong angle just after the anchor; and it was assessed that this angle is suspected to have caused the impedances and the lead to migrate.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2317-70, serial: (B)(4), batch: 7039216.

Event description:
It was reported that the patient experienced loss of stimulation. The patient underwent a revision procedure where the broken lead was replaced. The patient was doing well post operatively.